Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3008452825-2021-00345. During an supraventricular tachycardia (svt) procedure, when the advisor hd grid was attempted to be pulled back from the right atrium through a short 9f sheath, the catheter would not collapse enough to be pulled back through the sheath. The catheter was re-advanced into the right atrium and an x-ray showed the splines of the grid (a and b) had been tangled around each other. After several attempts of pulling the grid back through the sheath with clockwise and counterclockwise motions, the sheath and catheter were pulled back at the same time out of the femoral vein. The tangled tip of the catheter then became stuck at the access point in the groin. The shaft of the grid was cut so the sheath could be back loaded over it. Once the sheath was as far over the tangled catheter, both the sheath and the grid were pulled out and the access site was sutured. A new access site was created on the same side and replacement advisor hd grid was advanced into the heart. After manipulating the hd grid in the la for less than 3 minutes, the patient became hypotensive and an effusion was noted on ice near the la appendage. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.